Manufacturer narrative:
This report is to follow up to medwatch #mw5059558. The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Procedure performed unknown. "General surgeon performing laparoscopic procedure began to insert trocar #1 and the device broke, circulating staff provided trocar #2 for him and as he began in insert, this one bent preventing ability to complete insertion. An additional trocar was provided and no problems were noted." Patient status - "no adverse patient event occurred."

Manufacturer narrative:
This report is to follow up with medwatch # mw5059558. Also reference MDR# 2027111-2016-00178. Investigation summary: the obturator of the event unit was returned for evaluation along with the pieces of the broken tip. A review of the manufacturing records for the lot number provided revealed that the product passed all quality and manufacturing inspections. Applied medical has opened a corrective and preventative action (CAPA) to further elevate and track this investigation and implement appropriate corrective actions to mitigate this type of event. In accordance with 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.